Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0106 showed no other similar product complaint(s) from this lot number. [(B)(4).pdf]

Event description:
It was reported that the patient was readmitted to the hospital with a leaking PICC. The staff confirmed there was a pin hole leak distal to the insertion site.